Manufacturer narrative:
Final analysis found that a partial lead was returned. An internal abrasion breaching the re lumen which exposed the cables at 3.1 cm to 4.0 cm from the distal tip.

Event description:
New information reported stated that the lead was explanted on (B)(6). The patient was in good condition post surgery.

Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited high capture thresholds. A chest x-ray revealed, the lead had externalized conductors. No patient symptoms or intervention was reported. No additional information was available at this time.